Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 473 mg/dl. Customer's other blood glucose value was unknown. The insulin pump alarmed unexpected restart. Customer reports they were unable to clear the alarm. The customer was treated with manual injection. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test.